Event description:
It was reported that balloon rupture occurred. A 2.50mm x 15mm emerge balloon catheter was advanced for dilation. However, during first inflation at 8 atmospheres for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with different device. No patient complications were reported and the patient was in good condition.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 2.50mm x 15mm emerge balloon catheter was advanced for dilation. However, during first inflation at 8 atmospheres for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with different device. No patient complications were reported and the patient was in good condition. It was further reported that the 95% stenosed target lesion was located in a mildly tortuous and moderately calcified vessel.

Manufacturer narrative:
E1 initial reporter city: (B)(6).